Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that she does not believe the piston rod of the infusion device works correctly and insulin is not correctly delivered. She has experienced elevated blood glucose of 300-400 mg/dl. She bolused through the infusion device and via syringe to lower her blood glucose. She also reported wetness in the cartridge compartment of the infusion device. Her normal blood glucose range is 80-140 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.